Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed, and the indicated failure mode of foreign matter was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® k3e 3.6mg plus blood collection tubes "plastic" foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that a plastic piece was found into the tube.

Event description:
It was reported that prior to use with bd vacutainer® k3e 3.6mg plus blood collection tubes "plastic" foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that a plastic piece was found into the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.